Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 16274887-2013-20314. It was reported surgical intervention was undertaken due to ineffective stimulation. Follow-up revealed the original lead placement was at t11 fro left leg and back pain. Both leads are being reported as it is unk which lead was revised. A new lead was placed at t9 and the ipg replaced due to its age. Effective stimulation and coverage was achieved post-operatively.